Event description:
As initially reported by consumer after wearing contact lenses experienced blurry vision, eye discharge and scratch on black part of eye, due to this consumer sought medical attention and was diagnosed with corneal abrasion-viral infection for which eye drops was prescribed. The consumer did not provide the name of the eye drops. The current status of consumer¿s eye condition was resolved at the time of report. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).